Event description:
It was reported that the bd insulin syringe's bd ultra-fine¿ needle was not capped correctly and had pierced through the shield, rendering it unsterile and resulting in a clean needle stick. The following information was provided by the initial reporter: "I've been a diabetic for over 30 years & I got a package of syringes from my box & poked myself with a syringe that wasn't capped at the factory correctly. I'm worried about infection or something that could happen medically because of this. I have an appointment with my doctor next week."

Manufacturer narrative:
Investigation summary: customer returned photos of a 1/2cc syringe with the shelf carton. Customer states that the needle was not capped correctly and the consumer received a needle stick as a result. The photos were examined and exhibited the cannula bent between the hub and shield, exposing the cannula, which could cause a needle stick. A review of the device history record was completed for batch# 6291768. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per investigation completed by manufacturing, "on 20th june 2019, holdrege received the photo of needle through shield on 1/2 ml 31g * 8mm bd u-100 insulin syringe of lot# 6291773. After looking at the image, we would confirm that it is needle through shield and happened after getting cannulated, passed the pim inspection for cannula angularity. But it has happened during the process of shielding. Root cause: roll-over devices, which holds the shields with the mechanical pressure has some room for misalignment of shields and the shielder dial could also be possible root cause for cannula getting bent to smaller or larger angles and getting through the shield in process of assembly. Will monitor for trends."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringe's bd ultra-fine¿ needle was not capped correctly and had pierced through the shield, rendering it unsterile and resulting in a clean needle stick. The following information was provided by the initial reporter: "I've been a diabetic for over 30 years & I got a package of syringes from my box & poked myself with a syringe that wasn't capped at the factory correctly. I'm worried about infection or something that could happen medically because of this. I have an appointment with my doctor next week."

Event description:
It was reported that the bd insulin syringe's bd ultra-fine¿ needle was not capped correctly and had pierced through the shield, rendering it unsterile and resulting in a clean needle stick.the following information was provided by the initial reporter: "I've been a diabetic for over 30 years & I got a package of syringes from my box & poked myself with a syringe that wasn't capped at the factory correctly. I'm worried about infection or something that could happen medically because of this. I have an appointment with my doctor next week."

Manufacturer narrative:
Correction: additional information was received from the initial reporter regarding the date of event and lot #. The date of event was previously reported as unknown, but is now known to be 2019-05-20, which was entered into the initial MDR correctly. The following information has been updated: . Medical device lot#: 6291773 device manufacture date: (B)(6) 2017.